Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery in the middle of the night. The customer reported also that the sensor readings were 54 mg/dl while the blood glucose reading was 158 mg/dl. The customer declined troubleshooting for these issues. The customer stated that she would call back to troubleshoot for the issue if it reoccurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.